Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing, pressure testing, and clear passage testing performed with no issues noted. The reported condition was not verified, therefore, the cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access extension set caused an alarm on a flo-gard infusion pump. This occured during infusion of lactated ringer's solution. The set was primed successfully and allowed flow before being used with the pump. The pump stopped alarming when a new set was used. There was no patient injury or medical intervention associated with this event. No additional information is available.